Event description:
Procedure type: orthopedic. According to the reporter: that following orthopedic surgeries using the suture, at least 12 patients suddenly developed granulomas on their scars (usually around 4 weeks after the surgery, when everything seemed to go fine until the inflammatory reaction appeared). On some cases the surgeon had to reoperate the patients.

Manufacturer narrative:
(B)(4).